Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 64002, explanted: (B)(6) 2016, product type: adapter.

Event description:
The health care provider (hcp) reported via the company representative (rep) that high impedances were noted in the clinic due to patient complaining of return of parkinson's disease symptoms. Impedances were above 40,000 on 0<(>&<)>2, 4<(>&<)>7, and 2<(>&<)>3, and above 25,000 on other contacts. Troubleshooting was performed, tried to reprogram but there were high impedance across the rest of the system. Due to previous issues with the pocket adaptor, this was suspected to be the same issue. The action taken to resolve the issue was removal of the pocket adaptor. During investigation the adaptor was replaced and impedances were back to normal. The issue was resolved at the time of the report. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for the adapter revealed the body conductor broken within 10cm of connector area. All conductors except #6 were broken 2.8cm from proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.